Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the device had been soiled, indicating that it had been used. The tip of the waveguide had fractured and disengaged. Functional testing noted that the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. It was reported that the device received a red light and would not activate prior to use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the waveguide was broken. The product analysis noted evidence that the device was not used as intended. The titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the device was opened and attached to generator and battery pack, it was a green lamp, but as soon as it was activated, it turned into a red lamp and the product could not be used. It was able to be used without problems after replacement. There was no patient involved. Medtronic's initial evaluation of the incident device tip of the waveguide had fractured and disengaged. The broken piece was returned.